Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , ubd: , UDI#: b3: date unknown. H6: codes apply to the recharger. G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy was not adjustable anymore, battery out/in with no success. The patient explained the story in such a way that it wasn't really clear whether it was the implant device or the controller causing the issue, but the button indeed didn't work anymore. Which is why it was replaced. Patient was also told to go to the hospital to have the implant checked just to be sure. A replacement controller and recharger were requested. No patient harm reported. Additional information was received. It was reported that the battery pack was defective. The implanted neurostimulator (ins) only charges incompletely, and ¿the hand becomes very warm¿. The battery still shows 90% charge after charging the ins, from 40% to 100%. All in all, this indicates a defective battery which would not be unusual given the charging frequency.

Event description:
Additional information was received from the rep. A photograph of the part of the recharger that got hot was provided. The photograph showed the relay box.

Manufacturer narrative:
Additional information received clarified that the heating occurred at the relay box of the recharger. Medtronic is not aware of any previous events where the relay box heating led to a death or serious injury. Furthermore, medtronic does not believe heating of the relay box could led to death or serious injury as the relay box does not make contact with the patient or user during the recharger process. Thus the event does not meet the definition of a reportable malfunction per 21 cfr part 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Device info for the battery pack is unknown. The recharger had been heating up significantly for several weeks. To the rep, it sounded like the ¿heating-error¿ was caused by the recharger / controller. They asked the patient to contact technical service immediately to register the case, get the hardware replaced and, in a second step. The ¿transformer¿ as a part of the recharger got hot, not the hand. All loading problems were resolved by replacing the external hardware. Charging and operation of the ins works very well since then. The patient was not told to send in their defective devices, that¿s why he threw them away. The provided information has been confirmed with the customer.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.